Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 16 of 20.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced twenty infusion set was fell off during use on 24-may-2022. The infusion set was in use for 1-3 days for all events. Blood glucose level was 275 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.